Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the operating currents and displacement tests. Unable to perform the self test, unexpected restart, occlusion, prime or no delivery alarm tests due to the alarm. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that they are unable to exit the "preparing to prime" loop. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 200 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.